Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient had complaints of being in a lot of pain post implant procedure. Patient mentioned that the area around her device is still swollen too. Oral medication was prescribed for pain. Remains in service. No additional adverse patient effects were reported.